Event description:
It was reported that the deep brain stimulation (dbs) clinical trial patient, a4010 vercise dbs registry, fell out of bed and experienced a first-degree traumatic brain injury. Following the fall, the left lead showed fracture. The system was reprogrammed, and the patient was given an increase dosage of levodopa carbidopa.

Manufacturer narrative:
Correction to block b5. Correction to block g2 report source.

Event description:
It was reported that the deep brain stimulation (dbs) patient fell out of bed and experienced a first-degree traumatic brain injury. Following the fall, the left lead showed fracture. The system was reprogrammed, and the patient was given an increase dosage of levodopa carbidopa. Additional information was received that the patient was admitted to the hospital for device reprogramming and to undergo a revision procedure due to disconnection between the lead and lead extension as a result of the fall. The patient did well postoperatively. Additional information was received that the patient experienced a worsening of parkinson's disease symptoms and gait deterioration as a result of the disconnection between the lead and the lead extension. Additional information was received indicating that the lead extension was the device that was replaced and not the lead as originally reported.

Event description:
It was reported that the deep brain stimulation (dbs) patient fell out of bed and experienced a first-degree traumatic brain injury. Following the fall, the left lead showed fracture. The system was reprogrammed, and the patient was given an increase dosage of levodopa carbidopa. Additional information was received that the patient was admitted to the hospital for device reprogramming and to undergo a revision procedure due to disconnection between the lead and lead extension as a result of the fall. The patient did well postoperatively. Additional information was received that the patient experienced a worsening of parkinson's disease symptoms and gait deterioration as a result of the disconnection between the lead and the lead extension. Additional information was received indicating that the lead extension was the device that was replaced and not the lead as originally reported. Additional information was received indicating the lead extension was discarded by the medical facility and was not returned.

Event description:
It was reported that the deep brain stimulation (dbs) clinical trial patient, a4010 vercise dbs registry, fell out of bed and experienced a first-degree traumatic brain injury. Following the fall, the left lead showed fracture. The system was reprogrammed, and the patient was given an increase dosage of levodopa carbidopa. Additional information was received that the patient was admitted to the hospital for device reprogramming and to undergo a revision procedure due to disconnection between the lead and lead extension as a result of the fall. The patient did well postoperatively. Additional information was received that the patient experienced a worsening of parkinson's disease symptoms and gait deterioration as a result of the disconnection between the lead and the lead extension.

Event description:
It was reported that the deep brain stimulation (dbs) clinical trial patient, a4010 vercise dbs registry, fell out of bed and experienced a first-degree traumatic brain injury. Following the fall, the left lead showed fracture. The system was reprogrammed, and the patient was given an increase dosage of levodopa carbidopa. Additional information was received that the patient was admitted to the hospital for device reprogramming and to undergo a revision procedure due to disconnection between the lead and lead extension as a result of the fall. The patient did well postoperatively.

Manufacturer narrative:
Block d2b: nhl, pjs.